Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check te pad messages, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to detect the belt's electrodes. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving check therapy pad messages and had a damaged belt connector.